Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-08681. It was reported that the right atrial (ra) and right ventricular (rv) leads were capped and replaced on (B)(6) 2018. The cause was not known. The leads were then explanted on (B)(6) 2020. No patient consequences were reported.